Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer stated their insulin pump went into threshold suspend. The patient's blood glucose was over 300 mg/dl at the time of the call. The customer stated that they had already changed the set. The customer will call back to troubleshoot if the issue occurs again.